Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01448. It was reported that patient experienced pain on the lower left extremity after an scs trial procedure. As a result, the trial leads were pulled out on (B)(6) 2021 to address the issue.